Event description:
Customer called and stated pt re-injured (tore acl) his left knee while wearing his cti brace while riding motocross - claims frame failed around the hinges. The pt is having reconstructive surgery on (B)(6). He was riding motocross and put foot out to immobilize himself while turning. His foot slipped, putting extra pressure at the knee when his acl tore.

Manufacturer narrative:
Left brace: lower frame is starting to delaminate from hinge arm although the composite material still fully encapsulates the hinge arm. There is no further brace extension/flexion past the normal points, hinge motion tracks normally, and the brace is still weight bearing.